Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use in combination with the faulty monitor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the output of the video system center could not be confirmed when it was connected to the amm215wtd monitor, and no image was displayed. The issue was found during a pre-use inspection. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
A service representative was on-site for troubleshooting. As a result of troubleshooting, it was determined that the problem was on the monitor side, so the video system center will not be returned. The monitor has already been shipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.